Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The lcd color cable assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.